Manufacturer narrative:
One ensite¿ precision¿ field frame cable was received into the lab for analysis. Based on the information provided to abbott and the investigation performed, the reported event was confirmed. The cause for the reported event was due to several bent pins on one of the connectors ends. It is unknown how the damage occurred.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrial fibrillation procedure, there were communication issues with the field frame cable resulting in a delay. Communication with the field frame was not possible. The cable was reconnected a few times and the system was restarted 3 - 4 times without resolve. The cable was replaced which fixed the issue. There were no adverse consequences for the patient.